Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 4.2 cubies were not detected on the bus. A field service engineer (fse) powered off the station and verified that the half height pyxis module control board and drawer board light emitting diode (leds) were normal. The fse reseated the pyxis bus cable, retractor band connectors, and row board to drawer board connector, cleared debris under the cubies, and pressed down on the row board connections to the row board trays. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, v4wap cubie and device not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.